Event description:
After implantation, patient returned for a post op check up. An ultrasound revealed a blood clot. Surgeon diagnosed the patient with deep vein thrombosis, patient is currently being treated for dvt.

Manufacturer narrative:
Subject device was not explanted. The investigation could not be completed, no conclusion could be drawn, as no device was returned. A device history record review has been requested.